Event description:
Additional information was received that the patient was not injured after the surgery or at this time. The thrombectomy was completed on the middle cerebral artery occlusion. The cause of the pushwire separation was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210). As found condition: the solitaire fr pusher was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. Damage location details: the stent was found not attached to the pusher. The stent was not returned. The pusher inner core wire was found to have separated at the buffer coil weld within the shrink tubing. The pusher shrink tubing was found damaged (separated). Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report was confirmed as the pusher inner core wire was found to have separated. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. However, the cause for the device separation could not be determined due to insufficient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr pushwire broke/separated leaving the stent in the patient. The patient was undergoing surgery for treatment of an ischemic stroke located in the right middle cerebral artery. It was noted the patient's vessel tortuosity was normal. There was one pass made with the device. It was reported that on (B)(6) 2024, a patient with acute aortic occlusion. The surgeon performed stent thrombectomy. The sfr-6-30 stent was used for thrombectomy. After the stent reached the occluded position, it was opened. Five minutes later, when the thrombus was pulled out, the stent broke. The break point was initially judged to be at the detachment point, but the specific location still needed to be carefully judged. Finally, there was no choice but to keep the stent in the blood vessel and withdraw the push rod to end the operation. The patient was fine for the time being and will continue to be observed. It was reported pushwire break/separation occurred/the pushwire was not torqued during the procedure. There was no resistance encountered. The pushwire broke in the distal section. All broken segments of the pushwire were removed from the patient. After the fracture, the push rod was directly withdrawn from the body. The stent remains in the body. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.